Event description:
It was reported that the patient presented to the hospital for a device implant procedure on (B)(6) 2022. Before starting the implant procedure, the implantable cardioverter defibrillator (ICD) was interrogated and during activation of radio frequency telemetry it was found in backup vvi mode. The physician used a different ICD for the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device entered backup operation due to an uncorrectable non-maskable interrupt (nmi) error while in shipped settings. After the device was restored from bench testing was performed and the device was found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.